Manufacturer narrative:
Product complaint #(B)(4). (B)(4). To date the device has not been returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the disconnection of suture and needle occur during use on the patient or before use on the patient? Event date and procedure name? Are there photos available for visual analysis? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Disconnection of suture and needle was noted. No adverse patient consequences were reported. Additional information was requested